Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ipg pocket erosion. As a result, surgical intervention was taken on (B)(6) 2019 wherein the ipg was repositioned. The issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated the ipg was not repositioned on (B)(6) 2019, rather it was explanted as an infection was noted at the ipg and lead site (reference manufacturer report number 3006705815-2019-04909 and 1627487-2019-13908). Prior to the explant the patient had complained of a burning sensation at the ipg site.